Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint. Therefore, an examination of the issue could not be performed. The complaint reported could not be confirmed at this time. A device history record (DHR) review was completed for lot. There were no manufacturing issues related to the complaint issued for this lot. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts. The corrective actions were implemented, which was after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/27/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the gauze sponge 4x8 12 ply xr 10's came with 9 instead of 10.